Manufacturer narrative:
The zoll catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when the investigation has been completed.

Event description:
It was reported that the patient post cardiac arrest was inserted an icy catheter (lot 74927) in femoral vein and received ivtm therapy. Approximately 23 hours after therapy was initiated, catheter leak was suspected and the catheter was removed. No system alarm or saline bag issues were reported. Since the incident occurred in the later phase of rewarming, the patient was rewarmed passively. No patient harm or consequence was reported. No additional information was provided.

Manufacturer narrative:
Visual inspection of the returned icy catheter found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. During functional testing, the catheter was connected to a pressurized inflation device. Capping the "out" luer and connecting the "in" luer to the pressure inflation device. Immediately upon pressuring the catheter, a bond leak was observed on the distal balloon. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for catheter with lot number 74927.